Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI), section e initial reporter occupation, other occupation and section g report source. Part analysis: the report (es all keys on keyboard are not working) was confirmed during field service engineer (fse) testing. According to work order (wo) (B)(4), the field service engineer (fse) rebooted the station and replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer completed the repairs. Dchu received for evaluation: one (1) used assembly,keyboard,sealed,101 keys (p/n 358591-01), which did not show any anomalies. Dchu laboratory testing of the keyboard were successfully completed using the hardware test application (hta) without any anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the report (es all keys on keyboard are not working) could not be identified, no anomalies were observed throughout the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all keys on the keyboard are not working. As per part investigation, it was determined that no anomalies were observed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the keyboard was defective. A field service engineer (fse) reboot the station and replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all keys on the keyboard are not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.